Event description:
It was reported that the patient experienced low blood glucose while using the iLet system integrated with a Libre 3 Plus CGM, with a lowest CGM value of 64 mg/dL confirmed by glucometer and lasting approximately two and a half hours, after which the patient treated with two glucose tablets and sweetened iced tea; the patient asked why insulin was delivered around a glucose of 78 mg/dL and how to announce meals at that level. Symptoms included hypoglycemia. Outcomes included the need for oral glucose as an unexpected medical intervention. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and device component could not be characterized due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.